Event description:
It was reported that post a drug eluting stenting treatment procedure where a taxus express2 stent was implanted, thrombosis and myocardial infarction occurred.

Event description:
It was further reported that the patient felt fatigued over the past 1-2 weeks and had intermittent chest tightness and complained of not feeling well. The patient's chest pain progressed to intermittent recurring chest pain and continued to progress and become more severe, radiating into his arms with cold sweats and dyspnea. The patient also complained of numbness in his elbows. The patient was admitted to the hospital and was observed on telemetry and given antiplatelet therapies. The patient had a significant progression of chest pain and the following morning the patient was taken emergently to the cardiac catheterization lab where it was discovered that he had a subtotal occlusion of the mid left anterior descending artery (lad) with timi 2 distal flow along with severe ostial diagonal disease. The lad was predilated with a 2.5x15mm maverick balloon and multiple inflations were performed as it was a complex, calcified lesion and there was some degree of thrombus present. The physician withdrew the balloon and the ostium of the diagonal vessel was then dilated several times. A 3.50x20mm taxus express2 stent was deployed in the proximal to mid lad at 13-14atms. There was an excellent local result with 0% residual stenosis; however, there was worsened stenosis at the diagonal ostium. A wire was advanced into the diagonal artery and a 2.5x15mm balloon was used to dilate the lesion through the struts of the previously placed stent in the lad. There was an excellent local result, though there was still 40% residual stenosis. The procedure was completed with excellent results with no patient complications. It was noted that the patient had a few further episodes of chest pain but was up and ambulating and the patient's blood pressures were more stable. The patient was discharged home on aspirin, plavix, lisinopril and lopressor. Three years later while the patient was mowing his yard in severe heat, he suddenly became lightheaded and dizzy and had a syncopal episode. The patient experienced severe chest pain and was taken emergently to the ER where he was found to have acute st segment elevation and an anterior myocardial infarction. The patient was given heparin and reopro and taken emergently to the cardiac catheterization lab where angioplasty of the proximal and ostial lad was performed. It was found that there was late proximal and ostial lad stent thrombosis and mild to moderately decreased left ventricular function. Access was obtained via the right femoral artery and a maverick balloon was advanced to the lesion for predilation followed by dilation with a 3.5mm non-compliant balloon. The physician obtained excellent results and was able to break up the thrombus without significant distal embolization. Post dilation was performed at 16atms. The event appeared to resolve as blood pressures improved and patient became more hemodynamically stable. No patient complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore,a failure analysis of the complaint device could not be completed. The manufacturing records could not be reviewed because the batch number is unk. The most probable root cause classification is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.

Manufacturer narrative:
(B)(4).